Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited oversensing of noise that resulted in delivery of inappropriate shocks in two separate episodes. The noise was felt to be consistent with myopotentials. Technical services (ts) discussed troubleshooting and programming options. No adverse patient effects were reported. This device remains in service.